Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this programer was unusually hot on the base. Technical services (ts) recommended to get a replacement. No adverse patient effects were reported.